Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the solenoid to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported to request an evaluation of the device. It is unk if it was used during a procedure.